Event description:
During remote follow-up, myopotentials oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.